Event description:
A malfunction on the pump was reported by the caller. The malfunction caused the customer's blood glucose level to be displayed as "high," indicating it exceeded 500 mg/dl (27.7 mmol/l). The customer managed the high blood glucose by performing a correction injection via multiple daily injections (mdi). No assistance from a third party was required due to the blood glucose level. Technical support decided to replace the malfunctioning pump, and the replacement was sent to the customer, who was advised on the procedures for returning the defective pump and using the new one with updated software.